Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9. H3, h6: part: 03.501.080-us. Lot: 1l05348. Manufacturing site: hagendorf. Release to warehouse date: 13 september 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported that on unknown date, the applic-instr f/sternal zipfix trigger was loose and didn't require the normal amount of effort for activation. The repair technician reported that the device passed had testing but needed to be tightened using torque driver tq121. The reason for repair is lube/oil/clean. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on 24-sep-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the application instrument for sternal zipfix was noticed that the trigger was loose and did not require the normal amount of effort for activation. The application instrument was tested using a saw bone model with a demo ziptie and confirmed the teeth of the instrument were not fully engaging/tensioning the ziptie. The issue was discovered upon inspecting the instrument. No patient involvement. Concomitant device reported: unknown sawbone w/ demo ziptie (part# unknown, lot # unknown, quantity 1). This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).